Event description:
It was reported during the implant procedure that the lead was attempted, but not used as the helix could not be extended. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.